Event description:
It was reported that the pump did not unlock with the key, no more details provided. It is unknown if there was patient involvement. Device evaluation noted a detached downstream occlusion seal.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a detached downstream occlusion (dso) seal. Functional testing noted defective dso sensor. The dso sensor and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.